Event description:
Expired [death]. Case description: this spontaneous device case from united states was received on (B)(6) 2015 from a healthcare professional. This case concerns a patient of unknown age and sex who expired after grafting with 96 sheets of epicel cultured epidermal autografts (epicel). No medical history, past drugs, concurrent conditions, concomitant medication were reported. On (B)(6) 2015, the patient was grafted with 96 sheets of epicel grafts batch/lot number ee01865. On (B)(6) 2015, patient expired. Further details including description of clinical presentation, signs, symptoms, diagnostic tests, baseline data, diagnosis, cause of death and autopsy results were not reported. Pre-release sterility test results from (B)(6) 2015 to (B)(6) 2015 were negative. Final product sterility test result from (B)(6) 2015 to (B)(6) 2015 was negative. Environmental results were positive for personnel monitoring of manufacturing for grade a, b and personnel monitoring of qc sterility grade. Outcome: fatal. Seriousness criterion: death. The reporter did not provide the causal relationship between the event and epicel grafts. The company considers the event to be related to epicel at this point due to insufficient information being available about the cause of death and co-morbid conditions. Additional follow up was received on (B)(6) 2015 in the form of sterility results which were negative.